Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage noticed. Travel course reverse and motor rate errors were found in pump event history log. Flow and occlusion test were unable to duplicate the motor rate but was able to find travel course reverse. The root cause of the reported issue was not found due to being unable to duplicate motor rate error. Actions were taken to mitigate the reported issue: replaced clutch half's for travel course reverse error, also leadscrew and spring as a preventative measure.

Event description:
It was reported that the device was presenting with motor rate and travel course error. No patient injury was reported.